Manufacturer narrative:
The 3.5mm x 6.6cm and 3 mm x 5.4 cm micrusphere 10 cerecyte microcoils did not detach after pressing the detachment button 3-4 times. The coil was withdrawn with the entire system with no patient injury. The green light at the bottom was off even after the coil was connected with the cable. It was reported that the pre-deployment check was not performed. It could not be confirmed if the "system ready" light illuminated after the coil was connected. The connecting cable was replaced; however, the coil did not detach with the new connecting cable. A blue detachment control box was used. It is unknown if there were any damages noted prior to use. The coil did not stretch. An adequate continuous flush was maintained through the sl-10 microcatheter. There is no information available regarding the target site. The device positioning unit (dpu) failed electrical testing. The detachment fiber did not receive heat and melt. The most likely root cause of the coils inability to be detached was due to a fracture of the solder joint connection inside the resistive heating coil section. The circumstances of how and where this damage occurred cannot be determined. In addition, without the return of the complete detachment system and the sl-10 microcatheter used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. It was stated that a pre-deployment electrical check was not performed prior to use. For optimum product performance and to prevent potential complications, the instructions for use (IFU) outlines "verify the functionality of the micrus microcoil delivery system before proceeding with microcoil placement. This needs to be done with the microcoil still in the hoop. To verify proper dcb and microcoil functionality a connecting cable and microcoil must be connected to the dcb unit. After verification of the dcb and connecting cable, turn off power to the dcb and disconnect the connecting cable from the microcoil until the microcoil is ready to be detached. The user is then referred to the detachment control box instructions for use section, located in the same document, before proceeding." The reported failure to detach was confirmed with functional t is possible that procedural factors/device manipulation and/or vessel/target site angulation contributed to additional stresses resulting in the fail point. All devices undergo multiple electrical checks before reaching the final packaging. Additionally, the instructions for use outlines to verify the functionality of the components prior to use in the patient. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Although no definitive conclusion can be made with review of the device history records there is no indication of any manufacturing issues impacting the event. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, the coils did not detach (the green light at the bottom was off even after the coil was connected with the cable).

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.